Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of event. Conclusion: unknown cause of event. Endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 18mm in diameter and 13 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 10 mm in diameter. It was reported that during the index procedure there was a type iii (fabric) endoleak observed. The focal jet of the contrast was apparent at approximately the level of the distal 3rd stent ring. The physician chose to cover with an endurant cuff, which resolved the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.